Manufacturer narrative:
The reported complaint of stretched helix was not confirmed. Visual analysis noted that helix length is within specification. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the helix was stretched. The lp was not used and a new lp was implanted. There were no patient consequences.